Event description:
Per the clinic, it was reported that the patient has experienced recurrent pain and infections at the implant site. Treatment with multiple courses of antibiotics were administered; however, treatment was unsuccessful. Subsequently, the patient underwent revision surgery was performed to excise skin at the implant site and explant the device (date not reported).